Event description:
Pulse oximeter device concern for design issues. No patient harm noted related to this concern. Device issue: power button is made of rubber and collapsing, causing it not to make contact with switch. The hospital's clinical engineering department has reported concerns about device design. We purchased a new device in early 2021. Less than two months later, staff reported it would not turn on. Clinical engineering assessed the device to find the top boot power button is sunk in and will not engage with switch. At this time, the vendor replaced the unit. A new unit was received one month later and placed into service. Less than a week later, the unit was reported to clinical engineering with the same issue. At this time, the vendor replaced the unit again. A new unit was received. Three months after that, the device was sent to clinical engineering with the same complaint & issue. Manufacturer response for patient monitoring device, masimo rad-g (per site reporter). We have sent 3 devices back with the same problem each time. Each time, the vendor has replaced the device.